Event description:
A surgeon reported that during a cataract surgery on a patient's right eye, he experienced gross fluctuation in the anterior chamber. At the time of cortex aspiration, the anterior chamber suddenly deepened and a posterior capsular tear occurred. Vitreous entered the anterior chamber and the surgeon performed a vitrectomy and placed the iol (intraocular lens) in the sulcus. Residual lens matter from behind the lens was aspirated "later on". At a postoperative visit on (B)(6) 2012, it was noted that the iol was in place and the fundus examination did not reveal any pathology. On (B)(6) 2012, the patient presented with pain, discomfort, and blurred vision; it was noted that the symptoms had been present for three weeks. The visual acuity and iop (intraocular pressure) had decreased, and the surgeon found evidence of iris adherence to the cornea in the upper temple quadrant. There were cells in the anterior chamber and vitreous and retinal folds were visible. There was no history of any fall or trauma to the eye. The surgeon referred the patient to another healthcare facility on the same day. Additional information was provided from the surgeon who treated the patient at the second healthcare facility on (B)(6) 2012. The patient was diagnosed with a retinal detachment with a retinal detachment with a giant inferior tear. The patient was examined again on (B)(6) 2012 and was diagnosed with endothelial touch with iris distortion. The patient had a dense afferent pupillary defect and a total closed funnel retinal detachment which was confirmed by ultrasound scan. The patient was examined by two healthcare professionals who determined the eye was inoperable as it was already soft and that surgical intervention carried a significant risk of making the eye phthisical. The patient was prescribed ocular lubricants and a corticosteroid for ocular discomfort, but no further surgical treatment is planned. The patient will followed up at another healthcare facility. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).